Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a preparation for a transfemoral tavr procedure, when an esheath was opened, an oily material was found on the packaging board and the inside of the pouch. A new esheath was used for the procedure.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The ir spectrum analysis of the unknown oily-substance that was found on returned device showed similar absorption characteristics when comparing to silicone like material. Medical grade silicone is used during the esheath manufacturing process in order to lubricate the esheath seals for insertion of compatible devices through esheath and is not considered a contamination. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.